Event description:
New information indicates that the high defibrillation impedance reoccurred on the right ventricular (rv) lead.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. No changes or interventions were performed. There were no patient consequences.

Event description:
New information indicates that the patient is in stable condition.